Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This report is submitted to report the irregular clip movement which occurred in the left atrium and has the potential to cause or contribute to injury. It was reported this was a mitraclip procedure to treat mixed mitral regurgitation with a mr grade of >4. The clip delivery system (cds) 60505u120 was advanced to the mitral valve. Imaging of the heart and the device were challenging due to off axis orientation of the heart and this was only the imager's second case. There was irregular cds movement while steering the cds to the mitral valve. The cds failed to grasp both mitral valve leaflets due to the anatomy and imaging challenges. The cds was removed. A second cds was advanced in the mitral valve, however, it also failed to grasp both mitral valve leaflets due to the anatomy and imaging challenges. The cds was removed. The procedure was aborted with no clips implanted. Mr remained a grade of >4. There was no clinically significant delay in the procedure. There was no adverse patient effect. The patient was stable on leaving the cath lab room. The patient expired on (B)(6) 2016 of cardiac tamponade from a worsening, pre-existing pericardial effusion. In the physician opinion, there is no relationship between the effusion and death and the mitraclip device or procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and the reported difficulty grasping and sleeve steering issue appear to be related to patient morphology/pathology due to a rotated heart and restricted and flailed leaflets. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.